Event description:
On 08/09/2005, it was reported that the pt presented to the clinic at the 6-week follow-up with an increase in pacing thresholds. No pt symptoms were reported. On approx one month later, the pt underwent a lead repositioning during which the physician was able to retract the helix, but not extend it. As a result, the lead was explanted and a new lead implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.